Event description:
This lead was attempted at implant on (B)(6) 2013. It was not implanted successfully due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).